Event description:
This report summarizes two malfunction events. A review of the events indicated that model 604580 port and catheter experienced a break. These reports were received from various sources. Of the two events, both involved patients with no reported patient injury. Both patients were women, with ages 49 and 53. Patient weights were not provided.

Manufacturer narrative:
Of the 2 reported malfunctions, 1 was reassessed for reportability and determined to be reportable as a serious injury. This has been reported under MDR number 3006260740-2019-01270. The other event remained a malfunction and the device was returned for evaluation; the investigation is confirmed for a complete subcutaneous catheter break, as two separated catheter fragments were returned. The definitive root cause could not be determined based upon available information. The devices were labeled for single use.

Event description:
This report summarizes two malfunction events. A review of the events indicated that model 604580 port and catheter experienced a break. These reports were received from various sources. Of the two events, both involved patients with no reported patient injury. Both patients were women, with ages 49 and 53. Patient weights were not provided.

Manufacturer narrative:
H10: of the 2 reported malfunctions, 1 was reassessed for reportability and determined to be reportable as a serious injury. This has been reported under MDR number (B)(4). The other event was reassessed for reportability and was determined to be not reportable. The device was returned for evaluation and the investigation is confirmed for a complete subcutaneous catheter break, as two separated catheter fragments were returned. The definitive root cause could not be determined based upon available information. The devices were labeled for single use. H11: h2 h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes two malfunction events. A review of the events indicated that model 604580 port and catheter experienced a break. These reports were received from various sources. Of the two events, both involved patients with no reported patient injury. Both patients were women, with ages (B)(6). Patient weights were not provided.